Event description:
It was reported that a site's (B)(6) handheld was not functioning properly. The site stated the screen was frozen and performing a soft reset and turning the device off and on did not resolve the issue. After performing a hard reset, the screen was no longer frozen, however, it would not let the site go past the align screen tutorial. A replacement handheld was sent to the site and the (B)(6) was returned to the manufacture for product analysis. During the analysis, it was identified that the touch-screen display was defective. The cause for the display anomaly is associated with a resistance value being higher than expected in the touch screen circuitry. Since the touch-screen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 4 caused the display to interpret the screen taps incorrectly. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.